Event description:
It was reported to ventec that the device's breath rate was unexpectedly high, delivering approximately 90+ breaths per minute. The reporter further advised that the device had a "good seal". The patient was placed on a different ventilator for support. There was patient involvement associated with the reported event. The reporter stated that there was no patient harm as a result of the reported issue. No further details were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering an unexpectedly high breath rate was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the issue to be the ift.